Event description:
Customer reportedly felt hypoglycemic and was unable to use the advantage meter due to no power. Customer had to be given glucose tablets by his wife to elevate his blood glucose. No medical treatment received or sought. Information suggests incident occurred in the home. Requested return of suspect system and replacement was sent.